Event description:
Performing a tonsillectomy and adenoidectomy, during the procedure m.d. Went to use the suction bovie, the tip sparked so changed the suction bovie handle and bovie machine right away and proceeded with the procedure. X-ray was done and was read negative.